Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. Drive support disk look normal. The motor was tested outside the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and motor position encoder error. The customer stated that the drive support cap was sticking out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.